Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that audio alarms and signaling from pic the ix were not functioning correctly between the 4th and 5th floor units. Remote speakers at both locations were not sounding alarms. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips technical consultant (tc) went onsite and found the 4th floor pic ix audio cables were connected to the wrong splitter, and the 5th floor pic ix audio output was not connected to the patch panel leading to the remote stations. The tc corrected all connections and tested the audio; the sound was now functioning properly. Based on the information available and the testing conducted, the cause of the reported problem was the incorrect audio connections. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.